Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d results from the cobas e 801 analytical unit. The initial result was 80.3 ng/ml, and the repeat result was 21.2 ng/ml. The sample was repeated on another system, and the result was 20.5 ng/ml.